Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis available, device will not be returned. Method: no testing methods performed.

Event description:
It was reported that during an l4-l5 spinal dlif (direct lateral interbody fusion) the tip of the device broke off and remained in the patient. This occurred when the surgeon tried to push the dilator into the disc space past an osteophyte (bone spur). The surgeon confirmed through an x-ray that the tip, approximately 5 mm, remained in the vertebrae. This puts no impact on the patient; no medical interventions are required and none will be performed to remove the fragment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.